Event description:
Material #:304134 batch#: 4129092. It was reported that the bd syringe control 10ml ll bns had foreign matter. The following information was provided by the initial reporter: it was reported by customer that unknown substance found on the syringe plunger supplier response: to be completed by supplier. Rcc received a complaint via email. Attached is a supplier corrective action request regarding a recent issue reported to deroyal. Please review and complete all sections asap. Attached is a picture of the defective product. Product number - 304134.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. E.1. Address was not located and il was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4). Foreign matter. Two photos were provided to our quality team for investigation. Both photos from different angles shows one loose syringe having a reddish-brown foreign matter on the thumb grip. The condition observed is non-conforming per product specification. Potential root cause for the foreign matter non-fluid path internal to package defect is associated with the molding process. As corrective action, quality alert will be issued to the plant. Furthermore, a device history record review was completed for provided lot number 4129092. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.